Event description:
The customer (user - doctor) reports that the rubber tip of the ptd broke off during normal use within the IFU during a graft declot. The tip was removed in its entirety with myocardial forceps. The doctor reports that there was no excessive force on the rubber tip or device prior to the tip separating. The patient was not harmed.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer (user - doctor) reports that the rubber tip of the ptd broke off during normal use within the IFU during a graft declot. The tip was removed in its entirety with myocardial forceps. The doctor reports that there was no excessive force on the rubber tip or device prior to the tip separating. The patient was not harmed.